Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. A representative of emerus/bap emer hosp westover hills (united states) informed cook that on (B)(6) 2023 three different wires in cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter trays (rpn: c-utlmyj-701j-abrm-hc-ihi-fst-a-rd; lots unknown) were kinking. Three separate kits were used and all three times the wires kinked and led to the inability to place the line. No additional procedures were required but there was a delay in patient care due to the wire failures. Reviews of the complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot numbers for the complaint devices. Cook ran a sales report for the customer and identified 3 lots sold to the customer in the past 3 years. The device history record for the three lots records no relevant non-conformances. A search on the wire guides sub assembly lots and raw material lots records two related non-conformances. There are 100% inspections in place to identify these failures before shipping and the non-conforming material was scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: instrucitons for use: ¿4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle;¿ the information provided upon review of dmr, DHR, and IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned device, and the results of the investigation, cook was unable to establish a cause for this failure. It is unknown at what point the wire guide kinked. It is possible that the wire guide kinked during insertion into the needle, due to patient¿s anatomy, or when attempting to advance the catheter. However, none of these possibilities can be confirmed without additional information and/or physical examination of the complaint device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received reporting that the event was one patient/event with 3 different devices. On (B)(6) 2023, the physician on duty at (B)(6) hospital was unable to obtain a central line on a patient after attempts with 3 different trays. No additional procedures were required, but it was stated that there was delay in patient care due to "faulty equipment in tray(s)". No other adverse effects were reported for this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 31may2023, it was reported that the device was discarded by the facility.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. D4 - rpn: c-utlmyj-701j-abrm-hc-ihi-fst-a-rd. E3 - occupation: supply chain manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr. Part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is "defective" or "malfunctioned". That a death or serious injury occurred. Or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, that the wire guides included in a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray bent, during an unknown procedure(s), on an unknown patient(s). It was noted by the user, that three separate central line kits were used, and all three times, the wires bent. This led to the inability to place the line. It is unknown if any adverse effects occurred due to these occurrences. Additional information regarding event details and patient outcome have been requested. But are currently unavailable.